Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting. As a result, the customer decided to go off the pump for 24 hours.